Event description:
It was reported that the pump battery was depleting quickly. Additionally, the customer received multiple intermittent power source alerts after plugging the pump into a wall outlet. The customer's blood glucose ranged from 80-185 mg/dl. The customer reverted to an alternate method of insulin therapy.